Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm and 4.50mm x 8mm nc emerge balloon catheters were advanced for dilatation. However, during first inflation at 12 atmospheres, both balloons ruptured. Both devices were removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.